Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had received a failed battery alarm and a blank display. The customer¿s blood glucose level was unknown. The customer states he put 4 batteries in the pump and it gave him a failed battery test. The customer was assisted with troubleshooting for blank display and failed battery however the customer declined troubleshooting for low battery. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.